Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported incomplete coaptation (single leaflet device attachment (slda)) was due to the patient morphology/pathology. The unspecified tissue injury appears to be related to the slda. The mr was a cascading effect of the tissue injury. Unspecified tissue injury and mr are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet and the mr increased, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to 1. One day post procedure it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)), mr increased to 3, and slight damage was noted to the posterior leaflet. A second procedure was performed on (B)(6) 2022. One clip was implanted to stabilize the slda clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.